Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during an esophagectomy procedure, at the first firing, it was locked out and stapled only a third of the way. It was finished to hold down the clamp condition and tied by sutures at both sides. The staple did not go to the blood vessel and it was stapled unequally. Another device was used to complete the case. There were no adverse consequences to the pt.